Manufacturer narrative:
Submit date: 04/10/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 2/10/2009 that a customer had an issue with an insulin syringe. Customer states that the cannulas are broken.